Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker and that the device activated the eri battery status. The devices memory content was investigated, revealing that the pacemaker switched into the safety backup mode on november 18, 2020 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. As a result, the device did not prompt a re-initialization request but showed the warning message as mentioned in the complaint description. The battery is depleted. Further, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The battery status was anticipated.

Event description:
It was reported that the remaining battery charge of the device is inconsistent causing bradycardia. The pacemaker was explanted. Should additional information be received, this file will be updated.